Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had dark colored urine. The catheter was also used off-label to perform a posterior wall ablation. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient had dark colored urine. 91 total ablation applications were made with the catheter, including pulmonary vein isolation (pvi) and posterior wall ablation, and the procedure was completed successfully. Use of the catheter to perform a posterior wall ablation constituted off-label use of the device, as it is indicated for pvi per the instructions for use (IFU). The dark colored urine was observed the day after the procedure. One liter of fluids was administered to the patient intra-op, and another liter was administered the day after. Hemolysis was initially suspected by the physician but was ruled out. The device is not expected to be returned for analysis due to disposal.